Event description:
It was reported the pt suffered an undisclosed injury related to their device. It was stated the injury was a "dystonia related event." No other info was provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available. Reference MFR # 3004209178-2010-09692.

Manufacturer narrative:
(B)(4)